Event description:
It was reported that after the catheter was inserted, while the balloon was being inflated with sterile water, a leak of the balloon was observed. The catheter was removed and replaced with no consequence for the patient.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed all samples passed qa inspection. An actual sample was returned for investigation. It was reported the balloon was observed leaky after inflated. Visual examination conducted reveals no abnormalities found on the returned sample. Further investigation was conducted by inflating the balloon using water to 1dent1fy where the leakage occurs on the balloon. After 20 minutes , the sample stay inflated with no issue. The catheter then was also observed to have no issue during deflation. Leak balloon may happen due to several reasons such as being contact with sharp object during use i.e. Contact with clamper, kidney dish/tray , overinflating or contact with contradict lubricants such as oil based antiseptic phenols or their derivatives, grease, petroleum jelly , petroleum spirit, paraffin or other relative compounds. Balloon could also leak because of balloon had encounter bladder or kidney stone during use for patient with bladder or kidney stone history. In our current standard operating procedure, the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. Based on the analysis carried out on the returned sample, the catheter was fully function upon inflation test. The balloon was able to inflate and deflated without any abnormalities observed or difficulties faced. Since there was no product dis-functionality issue observed based on reported failure, therefore this complaint could not be confirmed.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after the catheter was inserted, while the balloon was being inflated with sterile water, a leak of the balloon was observed. The catheter was removed and replaced with no consequence for the patient.